Event description:
Discordant results for chloride (cl) were obtained on an advia 1800 instrument after the customer replaced the cl electrode the previous day. The samples were rerun and several discordant results were identified and corrected reports were sent. There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and found salt build-up under the referent electrode and the thermistors. The fse replaced the syringe seals, all electrodes, realigned the module to the sample probe and ordered a replacement of the equilibrium block. The actual cause of the discordant chloride results is unknown. The instrument is operational.